Manufacturer narrative:
There is no known patient involvement. Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the test results showed that the unit was contaminated with mycobacterium chimaera. There is no known patient involvement. The customer reported that the device was originally used within the operating room, but has now been removed from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2017, sorin group (B)(4) received a user medwatch report (mw5066734) stating that cultures were taken from the outer tubing of the sorin heater-cooler system 3t.